Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568, implantable pacing lead, (B)(6) 2013; 6947, implantable tachy lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was recently reprogrammed. The patient's heart monitor now shows momentary instances of the heart beating slightly below the set pacing rate. The ICD remains in use by the patient. No patient complications have been reported as a result of this event.